Manufacturer narrative:
We were informed this volumeview kit was not available for evaluation due to covid-19 situation. Without return of the product, edwards is unable to perform a complete investigation of the reported event. It is not possible to determine what factors may have contributed to it, and therefore no actions could be determined. The manufacturing records were reviewed and there is no indication of a related non-conformance; all process parameters were met and inspections passed successfully. An engineering investigation will be performed in order to consider any potential factors that may have contributed to this complaint. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported, during use in patient with this volumeview combo set, the thermistor manifold was broken. There was neither blood loss nor additional intervention required. The issue was solved by using an equivalent replacement. There was no allegation of patient injury. The product is expected to be returned for analysis; however, it has not yet been received.

Manufacturer narrative:
The product is expected to be returned for analysis; however, it has not yet been received. Upon the return of the product a supplemental report will be sent with the investigation results.